Event description:
It was reported that the patient had a chest x-ray in (B)(6) 2011 for abdominal pain. Upon closer review of the x-ray, lead anomaly was noted. On (B)(6) 2011, fluoroscopy showed externalized conductors. There have been no electrical anomalies noted. Pacing lead impedance, capture and sensing measurements were all stable. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field experience was verified. Analysis revealed insulation abrasions.